Event description:
A dialysis catheter which had been placed in 2002, dislodged in 2003. The physician planned to reinsert a dialysis catheter and perform redo pta and stenting of the right subclavian vein. Pta of the vessel was successfully completed and then the physician placed a 68 mm wallstent in the right subclavian, innominate and proximal portion of the superior vena cava. A vaxcel dialysis catheter was then inserted over-the-wire, through the stent and into the superior vena cava and right atrium. Both the wallstent and the catheter placements were successful and the dialysis catheter was functioning well immediately. The physician took a final x-ray and noted that the wallstent had moved from the original position and was now located centrally in the superior vena cava. The procedure was completed and the patient was transferred to the recovery area without complaints. Two hours later, the patient coded suddenly in the recovery area. Full resuscitative measures were employed, which were unsuccessful. An autopsy performed revealed pinholes in the medial wall of the distal portion of the superior vena cava and blood was present in the pericardial cavity. The unoffical cause of death was cardiac tamponade. The physician beleives the event may be due to a possible product failure.